Manufacturer narrative:
Date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.

Event description:
It was reported that a dissection and additional intervention occurred. The target lesion was located in the left internal mammary artery (lima) graft. A guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that a dissection of the lima graft coming from the groin occurred. Consequently, the dissection was stented. In the physician's opinion, the helical collar was advanced too far and caused the dissection of the proximal lima. No further patient complications were reported.